Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set leakage event at the site of insertion on (B)(6) 2024. The infusion set was in use for more than 03 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 5.